Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. The inner covers were removed along with the cover to the collimator so it could be observed during its homing phase of boot-up. It was discovered that the filter ladder had become stuck in its end-limit position and could not retract. The filter ladder was manually moved, followed by a reboot of the system. Upon restart, the collimator could successfully move the filter ladder and complete its homing process. The rehoming process of the collimator was repeated five times to ensure proper function of the filter ladder before the unit was reassembled and returned to the customer for patient use. B01,c07,d02 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck at initializing system, please wait. Troubleshooting was performed, clinical consultant rebooted the system with the umbilical connected and disconnected, which did not resolve. Confirmed imaged acquisition system (ias) dongle. This was occurred intra operatively. No additional information was provided.

Manufacturer narrative:
Section a updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.